Manufacturer narrative:
The history logs for this device showed the pad-pak was first installed on the (B)(6) 2013 and performed to specification up to and including the final history log on the (B)(6) 2015. The returned pad-pak was inserted, the green led flashed however the device could not be powered on using the on/off button. This confirms the reported fault. A test pad-pak was installed, the green led flashed however the device could not be powered on using the on/off button. The device was disassembled for investigation. Investigation found the reported fault can be attributed to a printed circuit board failure. The failure of the device to switch on was caused by voltage not being present on the on button track of the membrane.

Event description:
There was no patient involved in this event. Device will not switch on.